Event description:
The customer reported that the external paddle set failed the shift test.

Manufacturer narrative:
The customer reported that the external paddle set failed the shift test. The customer evaluated the unit and resolved the failure by replacing the external paddle set.